Event description:
The hospital biomedical technician reported the ventilator shut down and alarmed while in use on a patient. The hospital biomedical technician reported the ventilator had been operating on the backup battery until the backup battery depleted as a result of extended use, at which time the ventilator alarmed and shut down. The customer reported there was no patient harm. The manufacturer's field service technician confirmed the battery was fully depleted. Extended self testing (est) and applicable final tests were performed and all tests passed to operating specifications. The biomedical technician was going to replace the backup battery to complete the service. This event is being reported as a user error, as there was no malfunction of the device. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.